Event description:
Failing user verification test description of problem to carefusion technical support: "during a pt use, o2 range error alarm occurred. O2 density 35% set-up and the o2 monitor indicated 124%". No details have been received re: pt involvement.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab technician noted during evaluation: received vela o2 sensor p/n 27750-001 s/n (B)(4), installed in known good unit and perform ambient and 100% pass. Perform fio2 performance test per service manual, failed during 30%, 60%, 90% readings with check o2 cal and reading out of range. Reported problem was duplicated, a request for further investigation of the o2 sensor has been requested.

Manufacturer narrative:
(B)(4). The foreign dist evaluated the device and determined the issue was caused by a faulty o2 sensor. The foreign dist was shipped a replacement to repair the device and returned it back into svc. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component. As of may 8, 2015 the alleged faulty front panel has not been rec'd.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Device received, evaluation is pending.